Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the motor error alarm. The motor passed the motor test. The device had scratched screen, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed motor error during manual prime process. During the call was found that the customer was not using the sensor feature. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.